Event description:
It was reported that the patient noticed "intermittent pump stops" and that one of the batteries was not working. The patient stated that over the last several weeks, "out of the blue", the controller would alarm. The patient checked the connections, and the alarms would stop. The events lasted only a few seconds. Upon log file review, it was suspected there was power switching. It was noted that there were 11 power disconnect alarms and 39 controller power ups. The patient's batteries and controller were previously lubricated. It was also noted that one of the bays on the battery charger was not working or charging batteries. The patient was hospitalized. The battery charger, controller and batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. Failure analysis of the returned controller revealed a bent pin within power port one of the controller. The bent pin did not allow a battery to properly connect to the controller. Furthermore, visual inspection of the returned controller revealed contamination within both power ports. Additionally, visual inspection under 10x magnification revealed a hairline crack around power ports one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA (B)(4) , the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(4) as well as several premature power switching events that were due to communication errors involving (B)(4) . Additionally, data log file revealed several momentary disconnections involving (B)(4) which did not lead to premature power switching events. Momentary disconnections will result in an audible tone or beep, possibly perceived by the patient as the reported ¿out of the blue¿ alarms. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several instances where the relative state of charge (rsoc) was greater than 100% involving (B)(4) . An rsoc value between 101% and 201% is indicative of a communication error between the controller and battery. Analysis of the event log file revealed forty-nine controller power-up and associated pump start events logged since 14-may-2020. The controller was without power for an average of 17 seconds per loss of power. Several instances of momentary disconnections were noted leading up to several losses of power. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca (B)(4) on 21-jun-2018. As a result, the reported events were confirmed. The most likely root cause of the premature power switching from power port two can be attributed to momentary disconnections due to the damaged pin causing intermittent connections, contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed communication errors can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the available information, a possible root cause of the losses of power can be attributed, but not limited to the disconnection of both power sources and/or to an intermittent disconnection from power port two with no stable power source connected to power port one due to the damaged pi n. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller ¿broken pin¿ event can be attributed to a misalignment between the power port and battery output connector. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4) device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery,model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020 device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Band name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Band name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-aug-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-aug-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 16050de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 18-aug-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 31-jul-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed "intermittent pump stops" and that one of the batteries was not working. The patient stated that over the last several weeks, "out of the blue", the controller would alarm. The patient checked the connections, and the alarms would stop. The events lasted only a few seconds. Upon log file review, it was suspected there was power switching. It was noted that there were 11 power disconnect alarms and 39 controller power ups. The patient's batteries and controller were previously lubricated. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.